Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? No information. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No information. What was the appearance of the donuts? No information. Did the patient have an additional tests or procedures related to the oozing/bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? No information. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? No problem.

Event description:
It was reported that during a lap sigmoidectomy, about half staples were not deployed and oozing occurred. The device was used between the colon and the rectum. There was no sound that would be heard when the washer would be cut at the firing. Additional suture was performed. The amount of the oozing was unknown. Blood transfusion was not required. There were no adverse consequences to the patient.